Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. Prior to procedure, the pacemaker was interrogated and went into backup vvi mode. The physician explanted and replaced the pacemaker. The patient experienced no adverse consequences.

Manufacturer narrative:
A pacemaker was returned for the reported event of backup operation. Analysis found that a checksum error and end of service due to normal battery depletion contributed to the backup operation. A single bit flipped from an unknown source caused the backup mode. After exchanging the battery, the reported event could not be reproduced.